Manufacturer narrative:
No issues were observed from the review of the device history record for the lot reported. The product was manufactured, tested, and released in compliance with our manufacturing procedures. The affected device is currently implanted and could not be received for evaluation. The issue reported describes a known complication of glaucoma drainage devices that relate to the surgeon leaving the tube too long in the anterior chamber or inserting the tube at an angle that leads to abutting the corneal endothelium, which can then lead to loss of corneal endothelial cells. Leaving the tube too long or inserting at an angle that leads to touch with corneal endothelium are not in line with the IFU and would be an anticipated complication from not following the IFU. This is not a shortcoming of the device or an event caused by improper functioning of the device. Currently, there are no plans to explant the device, however in the event that it is explanted and returned for evaluation, an addendum will be filed.

Event description:
Per health sciences authority report: "subject participated in the [asia primary tube versus trabeculectomy (tvt) study] and underwent left eye ahmed glaucoma implant surgery on (B)(6) 2021 as planned. During post-operative visits, the tube was noted to be well positioned in mid anterior chamber with approximately 1.6-1.8mm long in the anterior chamber. Number of endothelial cell count of the left eye was observed to drop gradually from month 6 to year 1 visit as compared to preoperative visit, but this was not clinically significant (10%). Thus, no intervention was done as subject's cornea was clear, visual acuity has been stable, and intraocular pressure was in good control with glaucoma eye drops. However, it was noted that the endothelial cell count has dropped significantly during the year 1.5 visit, which may be due to the long tube position in the anterior chamber. No other changes was noted on subject's ocular conditions. Thus the decision is to perform tube trimming in operating theatre as scheduled on (B)(6) 2023."